Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via email that the reservoir had an occlusion. The customer's blood glucose was 441 mg/dl at the time of incident. The customer treated with a manual injection. The customer stated the pump was making funny noises. The customer also stated that there were rain drop sized bubbles in the reservoir. Troubleshooting was completed. The reservoir was not returned for analysis.